Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had foreign material exiting the channel. The issue occurred during an unspecified event. There were no reports of patient harm.

Event description:
It was reported that the gastrointestinal videoscope had foreign material exiting the channel including auxiliary water channel. The issue was found during unspecified therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of foreign material exiting the channel including auxiliary water channel was confirmed. Based on the results of the investigation and the information provided, it is likely there is a leakage from bending section cover (a rubber) and it could not be determined what the foreign material was. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in " gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection", and preventative measures in " gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.